Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported by the customer that during a laparoscopic adjustable band procedure, the port would not deploy then failed to un-deploy. One of the hooks would not deploy to place the port into the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Bent hooks the velocity port was returned for analysis. Per visual inspection, the port was returned clean. The actuator ring was in the locked position with four (4) hooks deployed. The septum retainer measurement: 2.79mm diameter. A leak test and blockage test were performed with successful results. A functional test was performed with unsuccessful result. Hooks cannot be retracted. The port mechanism was blocked. The port was dismantled, and it was observed that two (2) hooks were bent. A potential cause of the investigation findings, is that during the procedure the port was inadvertently placed on a bony structure which could have caused hooks to bend. A review of manufacturing records concluded that the device was manufactured to specifications and met all release criteria. All ports are visually and mechanically inspected prior to release and damaged hooks would have been identified during this process.